Event description:
The customer reported having high blood glucose. The customer's glucose level was treated with manual injections. The customer stated that the insulin pump alarmed motor error. The customer removed the reservoir and the reservoir compartment was wet with insulin. Troubleshooting was performed. The device was unable to prime because the motor was stuck. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch.